Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an anterior lumbar interbody fusion using rhbmp-2. Sometime postop, imaging studies reportedly revealed that the patient developed bony overgrowth at or near where the rhbmp-2 was implanted and nerve compression. The patient also reportedly has severe injuries, including but not limited to chronic pain and radiculitis.